Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 416 mg/dl. Customer reported that she was getting no delivery alarms and called us and changed her set after the call and was trying to give a bolus of 23 units but it stopped at 2.9 and said no delivery. The customer did not feel the need to troubleshoot the insulin pump. Customer ran a 5u fill cannula and insulin pump alarmed right away. Customer had her remove reservoir and ran the prime until she got no reservoir. The insulin pump will not be returned for analysis.